Manufacturer narrative:
Results: the engine was plugged in and powered on and achieved vacuum within specification. All four vacuum indicator lights were illuminated. The engine remained powered on for a half an hour and no issues were observed. Conclusions: evaluation of the returned engine revealed a functional device. During the functional test, the engine was powered on an achieved vacuum within specification. All four vacuum indicator lights were illuminated. The engine remained powered on for a half an hour and no issues were observed. The root cause of the reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01684.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 1.3005168196-2020-01684.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using a penumbra engine (engine), and penumbra engine canister (canister). During the procedure, the physician noticed the lights on the engine would illuminate from four to two lights. The engine would keep losing vacuum and was unable to maintain full aspiration. It was also reported that the canister was pushed down and four lights on the engine would illuminate; however, after turning on the flow switch, the lights on the engine would go back down to two lights. Therefore, the engine and canister were removed. The procedure was completed using another engine and canister. There was no report of an adverse effect to the patient.